Manufacturer narrative:
This report is filed january 11, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies subsequent to sustaining a head trauma in (B)(6) 2015 (specific date not reported). The implanted device remains.